Event description:
The customer reported the ventilator alarmed and stopped working while in use on a patient. The customer reported there was no patient harm. Upon evaluation, the manufacturers service technician reported the device display was not visible and the blower would not function. Review of the device diagnostic log noted an occurrence of a ventilator restart. The service technician replaced the power supply to address the reported problem. Performance verification and extended self testing was completed and passed to operating specifications.